Manufacturer narrative:
Ocd performed retain testing, return testing, batch review, complaint review by lot, donor history, and donor complaint review. Results did not confirm customer complaint. (B)(4).

Event description:
Customer reported false negative reaction during validation/correlation study between old mts centrifuge ((B)(4)) and new ortho workstations serial #: (B)(4) (3 of 3). According to customer, sample with weak antibody (known anti-c) was negative when tested using the ortho work stations, but when the same sample tested in correlation with old centrifuge, customer saw a weak 1+ reaction. Customer claimed that when correlation testing was performed with antibodies of 2+ or stronger, they saw 100% correlation. All testing was performed using screening cells lot vss767, exp. 12/8/15 and mts anti-igg gel card. Issue started on: reported (B)(6) 2015 . Cell affected: cell 1. Methodology used: manual gel. Incubation time (for manual test only): 15 min. Reaction grade obtained: negative. Customer was expecting: weak- 1+. Test repeated: yes. Result obtained by repeating: negative. Method used to repeat: manual gel using ortho workstations. Other relevant details: customer performing validation. No erroneous results released. Last qc run: date of testing. Reagent/protocol-handling (reagent, cards, cassettes): as per IFU. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable, ok. Stored underneath direct light source: no. Protocol details (for customer working in manual methods): manual gel method pipette used: mts. Incubator type: mts. Cards/cassettes centrifugation: mts/ ortho workstations. Customer did the maintenance on the workstations and checked the speed on the workstations. Cts requested samples for correlation testing at ocd. Cts followed up with customer and was told that workstations were set up as per user's guide. All settings were checked and acceptable. Customer stated there was no error codes during validation testing.